Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was struck in boot up screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in boot up screen. A field service engineer (fse) found the station stuck on the boot screen. The station was rebooted, but it did not appear in the application. The all in one and hard drive cables were reseated, after which the station booted properly and launched into the application. Hardware test application was run, and the station continued to boot and operate as expected. The system functioned as intended after the field service engineer repaired the device.